Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported imprecision could not be replicated. The system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable.

Event description:
Medtronic received information that, while in a c6-c7 spinal fusion, screws were placed in the t1 vertebrae and c7 vertebrae. It was noted that the surgeon revised the screws following the observation by placing the t1 screws at the c6 vertebrae. It was noted that the procedure was delayed three hours due to the reported issue and that the nerve monitoring on the patient were good. No additional information was provided.